Event description:
In (B)(6) 2013, I had a xience drug eluting stent put in and in early (B)(6) 2013 I started moderately itching, back, groin, stomach and buttocks. I sought medical attention from my cardiologist. He tried taking me off all heart meds for 2 to 3 weeks with no relief. Then I went to an allergist and dermatologist at (B)(6) medical center. I have taken hydroxyzine, doxepin, singular, zyrtec, xysal, prednisone and many steroid creams; again no relief. The itching has gotten so bad that it has consumed my life, affected my job and business. I sleep from 11pm to 3am and wake up to a relentless, violent itching. I'm in perfect fit condition but fading because of this disability. Please help.